Manufacturer narrative:
New information in section h6 (device code and patient code).

Event description:
The manufacturer became aware of a study from united states army institute of surgical research, USA. The title of this report is ¿temporary external fixation is safe in a combat environment¿ which is associated with the stryker ¿hoffmann ii external fixation¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from march 2003 to september 2007. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 81 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses soft tissue pin penetration.

Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6). The title of this report is ¿temporary external fixation is safe in a combat environment¿ which is associated with the stryker ¿hoffmann ii external fixation¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from march 2003 to september 2007. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 81 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses soft tissue pin penetration.